Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the stopper would come off prior to centrifugation. The following information was provided by the initial reporter: it was reported that the lids would not stay on.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-22 h6: investigation summary eighty-one (81) customer samples were received for review and analysis. There were seventy-nine (79) customer samples received that were not used. The seventy-nine (79) samples that were not used were visually inspected and the hemogard shield were checked for loose caps. There were no caps found to be loose during the inspection. There were two used customer samples received and one of the used tubes was received with a hemogard shield that was not the original hemogard shield. The second tube appeared to have less blood in the tube than the first used sample. Therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the stopper would come off prior to centrifugation. The following information was provided by the initial reporter: it was reported that the lids would not stay on.